Event description:
During an incident in 2001 involving an unk pt with a cardiac issue, this defibrillator, while preparing to shock the pt shut off twice after the prompt "stand clear." The crew states they change the battery every day. There is no additional incident info available.